Manufacturer narrative:
E3: non-healthcare professional / company representative based on the results of the investigation, it is likely the air leakage from the cable was due to a flaw (hole) in the camera cable. However, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited air leakage from the cable. There was no patient involvement.